Event description:
It was reported that an automatic safety switch from bipolar to unipolar occurred on this pacemaker system due to low out of range pace impedance measurements on this right atrial (ra) lead. Noise was also observed, however, it was not sensed by the device. Boston scientific technical services (ts) recommended further evaluation. No adverse patient effects were reported. At this time, this device system remains in service.